Manufacturer narrative:
Sample not received not received by manufacturer yet. DHR investigation did not show issues related to complaint. It is not possible to determine the root cause for the defect reported and a corrective action for it. Complaint can not be confirmed since the sample was not available for investigation, however, the manufacturer will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the customer reported "during the surgery, the balloon burst. It was inflated at 60ml. No patient injury reported. Patient current condition listed as fine.